Manufacturer narrative:
Ni

Event description:
Report received indicated that after stent post ballooning was completed the stent radiographically appeared deformed. The event occurred during carotid artery stenting. There was severe lesion calcification and vessel tortuosity was mild. The target lesion and stenosis percentage is unknown. The stent delivery system (sds) was prepped as per the instruction for use (IFU). A guidewire was inserted across the lesion via a sheath introducer the lesion was predilated. The sds was advanced to the lesion over the guidewire and the stent was deployed in the target site. A balloon catheter was subsequently used for post-dilatation. Thereafter the procedure was reported finished successfully. However follow up angiography was performed revealing stent strut deformation located at the proximal stent segment. Further information revealed that the stent strut deformation indicate a stent compression. A wall-stent was placed inside the precise stent rendering additional treatment. There was no adverse consequence to the patient. Two spot films were received for review. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.